Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. It was unknown whether there was deviation from IFU in reprocessing steps on locations with foreign material remained and physical damage was not found at the locations. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: "IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states the preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor the field performance for this device.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material inside the air/water cylinder and air/water tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.